Event description:
It was reported that the patient was experiencing a loss of therapeutic effect; since (B)(6) the patient's symptoms had come back. During that time the patient had uti's and was using a catheter which had been helping with symptoms. The healthcare provider told the patient that if he continues to use the catheter he will get uti's. The patient had noted that from 12am to 8am he has to go every hour. The patient was on prog 1 at 2.40 and changed to program 3 at .09 and will try that to see if it helped with symptoms. It was also reported that stim was 6.3 on prog 2. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v272019, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient experienced "frequency much too often". The patient noted that they "thought it should have slowed down, but it had not". It was further noted the patient experienced "frequency" on two hour time intervals during the day and one hour intervals at night. The patient reported they "received assistance from their doctor or manufacturer representative and their concerns were resolved" and that they were "still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative".